Event description:
The complainant reported that during preparation of an impella 2.5, when connecting the cable of the 2.5 catheter to the console, the automated impella controller would not advance to the next step. The complainant replaced the connecter cable and the console, however this did not resolve the reported issue. A new impella 2.5 catheter was prepped and used with no issues. There was no patient harm reported.

Manufacturer narrative:
A2 through a5 patient information was unavailable. D6a, d6b: implant and explant information was unavailable. The impella device was not received from the customer, therefore, investigation of the device was not possible. The evaluation into the product damage cannula kink has been completed. The root cause of the damage was unable to be determined as no product or logs were returned for evaluation and clinical details provided were insufficient to determine a root cause. This report is being filed as part of a retrospective review of historical records.